Event description:
It was reported that the patient had a computed tomography angiogram (cta) of the chest, abdomen, and pelvis, which reflected clot material in the outflow graft. No alarms were noted and patient¿s parameters were within their usual range. There were no unusual events recorded in the log file event history and the mechanical circulatory support (mcs) equipment operated as intended. On (B)(6) 2025, the patient went to an inpatient rehab facility and was transferred and admitted to the hospital on (B)(6) 2025. On (B)(6) 2025, the patient was placed on a heparin drip upon receipt of the cta results. On (B)(6) 2025, the patient had a severe headache. On (B)(6) 2025, the patient had stroke-like symptoms, so they were taken for a CT scan, which revealed a large hemorrhagic stroke. The patient's family elected to pursue hospice measures and the patient passed away on (B)(6) 2025. There were no symptoms of thrombus observed and it was undetermined whether the thrombus was resolved. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected outflow graft thrombus could not be confirmed as no product was returned for evaluation and review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. Further, a direct correlation between heartmate 3 left ventricular assist system, (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. The patient's outcome was not considered to be device or therapy related, and the device reportedly functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, pump thrombosis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.